Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant provided information on events and timing that can lead to pacing pauses. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while doing threshold testing on the pacemaker dependent patient, a three second pause in pacing occurred when loss of capture was observed. The patient had no underlying rhythm and was pre-systolic and complained of dizziness. No adverse patient effects were reported.